Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer alleged that the pump's insulin on board (iob) reading was incorrect. Reportedly, there should have been more iob that what was being displayed on the home screen. Tandem technical support offered to perform troubleshooting; however, the customer declined to perform troubleshooting or discuss the reported event in further detail. The customer's blood glucose level was 145 mg/dl.